Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient was hospitalized following a ventricular fibrillation "storm" where the device delivered multiple shocks. A subsequent device interrogation showed the message "charge circuit timeout" and a manual charge was not successful. The device was explanted and replaced. No further patient complications have been reported as a result of this event.